Manufacturer narrative:
On 22nd dec 2025, the user reported discrepancies between bg and sg readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor had a portion of hydrogel missing from the long end of the sensor, which is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. In-house testing could not be performed since the returned sensor was not functional upon receipt, likely due to damage to its internal components that may have occurred during explant handling or transportation to senseonics and is unrelated to the reported complaint. A review of in-vivo sensor glucose data showed variable glucose data. It demonstrated optical instability in all four channels around the time frame of the reported complaint. The user reported on (B)(6) 2025 "a hard circle" around the site of insertion that is painful to touch, with the onset likely preceding the report. This likely impacted the physiological or environmental conditions around the hydrogel in-vivo, contributing to the optical instability observed and the consequent inaccuracies.

Event description:
On 22nd dec 2025, the user reported discrepancies between bg and sg readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.